Manufacturer narrative:
Product analysis: as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; and within a plastic bio-pouch. Visual inspection/damage location details: the echelon-10 total and usable lengths were measured to be within specification. Upon visual inspection, no issues or irregularities were found with the echelon-10 micro catheter hub or body. The distal tip was noted pre-shaped. The distal tip was found to be punctured at the proximal edge of the distal marker band. No other anomalies were observed. Testing/analysis: the echelon-10 micro catheter was flushed, water was found to be leaking from distal tip that found to be punctured. The echelon-10 micro catheter was then tested with an in-house 0.010¿ mandrel. The in-house mandrel was inserted into the echelon-10 micro catheter hub and catheter lumen without issues however, resistance was observed at the damaged location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed as the distal tip was found to be punctured at the proximal edge of the distal marker band. It is possible that distal tip shaping contributed to the event; however, the root cause could not be determined. There was no non-conformance to specifications identified that led to the resistance issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a catheter leak. The patient was undergoing surgery for aneurysm embolization. It was noted the patient's vessel tortuosity was minimal. The access vessel was 21 and the diameter was 6f. It was reported that aneurysmal embolization was performed, and microcatheter was hydrated in vitro, and lateral leakage of catheter tip (distal section) was found. The catheter was inspected/tested prior to use. The leak was observed during preparation. The catheter was flushed as indicated in the IFU and the reported device and any accessory devices prepared as indicated in the IFU. There were no patient symptoms or complications associated with this event. Ancillary devices include a johnson and johnson sheath, a johnson and johnson guide catheter, echelon microcatheter, stryker guidewire, and ev3 coils.